Event description:
A customer reported experiencing a cgm error 42 issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, and the customer successfully restarted their sensor session without the error reoccurring.